Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm and no scrolling numbers display anomaly noted. No moisture damage was found on the electronics and motor noted. Unable to verify failed battery test alarm, battery out limit alarm due to button keypad anomaly. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The caller reported that the numbers on the insulin pump screen kept scrolling when they tried to change the basal rate. They removed and replaced the battery but the insulin pump alarmed failed battery test. She then inserted a new battery but the esc button was unresponsive. The customer changed the battery again but the insulin pump continued to have a keypad anomaly. Customer's blood glucose level was 169 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.